Event description:
It was reported that device does not charge.

Manufacturer narrative:
The device was not evaluated due to it was not returned for investigation. Investigation results: as of today, device return has been requested for this complaint but has not been made available to the designated complaint unit. Without return of the actual device we cannot further investigate or confirm the details supplied in this complaint and try to determine a root cause. If the device is returned in the future then this complaint will be reopened. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.